Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain and chronic low back pain. Regarding the dose and concentration being delivered, the patient said ¿I think like 8.1 but I don't remember exactly''. It was reported on (B)(6) 2018 the pump was alarming. The patient stated it took him over a week for him to figure out the sound was coming from his pump. The patient did not know when the issue began. Patient services asked the patient if the sound was a ''dee do dee do''. The patient thought so. The patient reported they were not sure if the pump alarm was going off every hour, but when it would go off, it would be 23 minutes after the hour. The sound was consistent with a pump alarm. The patient said the pump was not due to be filled until the (B)(6) but he was getting it filled on the (B)(6). The patient later said he was supposed to be good until the (B)(6). The patient was directed to follow-up with their healthcare provider. The patient said they called their healthcare provider that morning and the healthcare provider told the patient that they should have plenty of drug. The patient said their healthcare provider was going to call the manufacturer and then call him back, but he has not heard from anyone. No further complications were reported or anticipated. On 2019-apr-17, additional information was received from the patient. The patient stated that their pump alarmed shortly after they received a replacement pump. The patient stated that their healthcare professional (hcp) had determined that they didn't need a 40 ml pump (previous pump was 8637-40) and replaced it with a 20 ml pump (8637-20). The patient stated they called their hcp office once they figured out that it was the pump alarming and arrangements were made and the patient went in for a refill. The patient was told that the refill date was not updated when the patient received the new pump. No symptoms were mentioned.